Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during fill 3 of 5 on the homechoice (hc). The caregiver (cg) stated the heater bag became disconnected. The cg stated they turned off the homechoice (hc) and turned it back on and got system error 2367. Technical service representative (tsr) explained the system error 2367 was the end of therapy alarm. The cg stated the home patient (hp) will not restart therapy tonight and may call back in the morning to remove the cassette. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; because the customer reported heater bag became disconnected, which is a known cause of system error 2240. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.